Manufacturer narrative:
The customer reported the crem would not calibrate due to the leak from the creatinine reagent line. A bci field service engineer (fse) replaced the tube assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a crack and leak on the creatinine (crem) reagent line. No injury was reported for this event.